Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 391 mg/dl and received an occlusion alert while using an inset infusion set, which was resolved after a full supply change. Symptoms included fatigue associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, consistent with a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user later reported glucose trending down to 249 mg/dl after supply change.